Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be adhered and no other abnormalities were observed. A guidewire was inserted into the catheter, and the catheter was deployed to flower successfully. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, no abnormalities were noted. The reported flush port detachment could not be confirmed.

Event description:
It was reported that luer detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. At the end of the procedure, when the farawave catheter was being removed from the faradrive sheath outside of the patient, the flush port on the catheter snapped off. The procedure was already completed successfully by the time this issue occurred. No patient complications were reported. The device was received at boston scientific's post market laboratory.

Event description:
It was reported that luer detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. At the end of the procedure, when the farawave catheter was being removed from the faradrive sheath outside of the patient, the flush port on the catheter snapped off. The procedure was already completed successfully by the time this issue occurred. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.